Manufacturer narrative:
PMA# or 510k#: k012985; k031168 and k050700. Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and disability are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery (aca) aneurysm. Immediately post procedure, the patient¿s condition worsened related to ischemia. The patient was discharged with ¿moderate disability¿. The date of discharge is unknown. No other information was provided.